Manufacturer narrative:
The probe was returned to the manufacturer for analysis. The returned probe is well worn with many nicks and scratches. The probe array was loose, rotating under its own weight. However, with markers attached and fully seated, the probe returned good geometry and divot error readings verifying without issue. The device was found to be fully functional. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was unavailable. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the registration probe straight suction was deformed. The procedure was completed using the navigation with no patient impact. No delay in surgery was reported.

Manufacturer narrative:
Additional information: device manufacture date provided.